Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that he was hospitalized due to the right side of his body being paralyzed. The customer stated that the paramedics were called and took him to the hospital. The blood glucose reading was more than 70mg/dl. Then the customer stated that he was hospitalized again with the same symptoms. The customer stated that one doctor believes he was paralyzed due to the low blood glucose, while another doctor believes that the customer had a stroke. The customer stated that he is scheduled for add'l testing to find out the reason why he was paralyzed. The customer called back and stated that he was hospitalized again for low blood glucose. The customer stated that the events of his admission were weakness and dehydration. The customer stated that he was experiencing low glucose for the past two weeks. The customer's most recent glucose reading was 152mg/dl. Advised the customer to discontinue use of the insulin pump. No further info was provided.